Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
Same case as:6000093-2007-00615, 6000093-2007-00616, 6000093-2007-00624. It was reported by the pt's spouse that during a coronary drug eluting stenting treatment procedure, the pt was defibrillated and there was a clot. Consumer reports her husband had 4 taxus express2 drug eluting stents implanted in 2004 and needed defibrillated twice after the first stent was implanted. She also stated she thinks the balloon caused the clot but refused to give any demographic data.